Event description:
It was reported by the customer that their insulin pump was alarming. Advised customer the alarm was due to the device being unable to detect the reservoir. Customer's blood glucose level was 186 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test due to protruded/loose drive support disk. No a33 alarm noted. Device received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.